Manufacturer narrative:
No sample information was provided. Qc around the time of the issue was out of range high. Qc the next day was acceptable. No other system issues were noted. A field service engineer (fse) was dispatched for this event and noticed that the chemistry cartridge (cc) sample mixer bearing was failing and was very noisy. The fse changed bearing, and tightened cc reagent syringe slightly with no leaks or bubbles. The fse also found that the cc sample probe tubing was slightly pinched, but not crimping tubing. The fse loaded a second tg reagent. The fse calibrated both packs successfully and ran qc on both packs. The repairs resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high triglyceride (tg) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. Samples were repeated, producing lower results, and amended reports were issued. The results, provided by the customer. The customer stated that no patient treatment was affected based on the high tg results.